Event description:
It was reported the tsb35 was used during an unknown procedure. It was reported while reloading the device the anvil become disloged. A new device was opened to complete the case. There was no consequence to the patient.